Event description:
While using a byte day aligners, patient reported that their dentist has recommended that they pause treatment, which they have, and asked byte to discontinue treament because of their receding gums. Requested diagnosis findings from patient's dentist.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.